Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg- lap assisted distal gastrectomy. According to the reporter: during procedure, the balloon ruptured and the trocar came off the incision. A new trocar was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.